Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent capture was noted on the right ventricular lead. Fluoroscopic imaging revealed that the lead had become dislodged and migrated to the tricuspid valve. The lead was explanted and replaced. It was noted that the patient was asymptomatic and would continue to be followed.

Manufacturer narrative:
Analysis was normal. No anomalies were found.